Event description:
It was reported that the arctic sun device was not filling nor was it able to pass calibration and they wanted to replace the circulation pump locally. No evaluation was performed. Per support/biomed tech via phone on (B)(6) 2023, it was reported that the circulation pump needed to be replaced. They ordered the part and has received it and currently in the process of replacing the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling nor was it able to pass calibration and they wanted to replace the circulation pump locally. No evaluation was performed. Per support/biomed tech via phone on 14dec2023, it was reported that the circulation pump needed to be replaced. They ordered the part and has received it and currently in the process of replacing the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not filling nor was it able to pass calibration and they wanted to replace the circulation pump locally. No evaluation was performed.